Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to feeling lightheaded. The patients implantable cardioverter defibrillator (ICD) was interrogated and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed suspected intermittent atrial undersensing during recorded episodes. Follow up was conducted with the patients listed clinic. The allied health professional (ahp) stated that no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.